Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2015 with the following findings: the pump's black box history showed that multiple unexplainable pump reboot events had occurred. There was a battery compartment crack observed below the bumper pad. No evidence of moisture was found in the battery compartment. Moisture was observed behind the display lens. A pump case crack was observed near the upper right corner of the display lens. A leak test was performed and leaks were found at the display lens, pump case, and battery compartment. During testing, the pump powered on to the ¿verify¿ screen with a discolored, distorted, illegible display with vibrations functional. Audio tones were not functioning appropriately. The pump case was removed and moisture corrosion was found throughout the inside of the pump.